Manufacturer narrative:
A visual inspection was performed on the returned device. The reported break could not be confirmed; however, lifted and smashed stent struts were noted. The reported failure to advance could not be tested due to the device condition. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. In this case, it was reported that the stent delivery system (sds) interacted with the patient¿s heavily calcified and 70% stenosed lesion during advancement, resulting in the noted stent damage (deformation/bends) and subsequent failure to advance. Manipulation of the sds when resistance was encountered likely contributed to the noted hypotube deformation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the circumflex (cx) artery with 70% stenosis and heavy calcification. The 2.5x18mm xience sierra stent delivery system (sds) was being advanced when it was noted that the shaft fractured due to the anatomy. Another non-abbott device was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.